Manufacturer narrative:
Additional information: the investigator assessed the event as not related to the device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization, 2 resolute onyx des were implanted in the rca, on the same day of the first revascularization, a second revascularization was performed and 2 resolute onyx des were implanted, one in the rca and one in the 2nd rpl. Approximately 9 months post first and second revascularization, during a third revascularization, two resolute onyx des were implanted in the rca. It was reported that during the revascularization, patient suffered from thrombus in the rca causing an abrupt closure of the rca. Event was successfully treated with a medtronic bms. Safety assessed that the event was not related to index device, but possibly related to antiplatelets medication. Patient recovered.